Event description:
The customer reported experiencing bypassable charger fail error messages. However, upon further evaluation of the system, the fe experienced fatal charger errors and a complete loss of fluoroscopic ability. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, charger board, and the filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.